Event description:
It was reported via social media that a stroke occurred. A patient had a watchman flx laa closure device implanted. Over a year post procedure, the patient suffered a stroke. It was noted the patient was off blood thinners.

Manufacturer narrative:
Date of event - estimated since unknown.